Manufacturer narrative:
The device was returned for analysis. The reported positioning failure (leaflet grasping ¿ clip not implanted) and difficult or delayed positioning (anatomy) could not be replicated in a testing environment as these were related to patient/procedural conditions and operational conditions. The reported difficult to open or close (single gripper actuation) was confirmed by the returned device analysis as one of the gripper arms failed to lower. Additionally, it was observed that the gripper cover was caught (pinched) in the harness. A review of the lot history identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history did not identify a lot specific issue. The reported positioning failure (leaflet grasping ¿ clip not implanted) was a cascading effect of the reported single gripper actuation issue. The reported difficult or delayed positioning (anatomy) was due to procedural conditions as it was difficult to the reach the mitral valve and excessive curves had to be applied. The observed product quality problem (gripper cover) was related to the reported single gripper actuation issue as the gripper cover was caught (pinched) in the harness. Based on the information reviewed, a potential product issue was identified due to the observed difficult to open or close (gripper arm lowering inability) resulting in the observed product quality problem (gripper cover). The issue is being addressed per internal operating procedures. Abbott vascular will continue to trend the performance of these devices.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report the gripper actuation issue. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. The first clip was successfully implanted. To further reduce mr, a second mitraclip delivery system (cds) was advanced. Excessive curves had to be applied to reach the mitral valve. During grasping attempts, grasping was difficult due to the anterior gripper not lowering. The clip was not implanted, and was removed. Another clip was implanted without further issues. Mr was reduced to 3-4. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.